Event description:
It was reported that, during patient use, a ventilator lost communications. The patient was transferred to another ventilator. There is no reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and verified the reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), the backlight pcbs, and downloaded the current software revision. This resolved the reported issue. The unit passed all tests and calibrations, and it was operating within the manufacturing specifications.